Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, missing ke45 adhesive at the forceps cover was observed. In addition, the pink probe at the distal end is chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunctions found during device inspection was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.